Event description:
IV tubing was not correctly connected to the buretrol component. The tubing and buretrol are manufactured as one piece. An rn was adding saline and noticed fluid was leaking from the bottom of the buretrol. Upon inspection of the buretrol set, the tubing (which should connect to the opening in the bottom of the buretrol making it a closed system) was to the side of the opening. Anything placed in the buretrol would flow right out of it. This was a new buretrol set that had just been removed from the manufacturer packaging. There was no patient involved.